Event description:
It was reported that a remote alert was received for high, out of range pacing impedance (>2500 ohms) measurement from the left ventricular (lv) lead. The patient was brought in for an appointment and the out of range impedance was confirmed. Loss of capture was also noted from the lv lead. The physician elected to reprogram the device to resolve the event. The patient is continuing with normal follow ups and no adverse consequences were reported. The lv lead remains implanted and in service.